Manufacturer narrative:
(B)(4). Additional information: video review. A video of the procedure was received. After review, the following observations were made. The first 11 minutes of the video consisted of preparation of the surgical site, instrument placement and tissue being drawn into the gap between the instrument anvil and staple housing circumferentially via purse string sutures. At approximately 11:10 into the video the instrument is closed, with the orange indicator is well within the green firing zone. The instrument is fired between approximately 11:34 and 11:37. Instrument was completely removed by 11:39 into the video. During removal the orange indicator can be seen still within the green firing zone. Does not appear to have been moved from the firing position. Bleeding started immediately and can be seen at 11:41. The transected tissue was inspected, and appeared to be an imbalance /uneven distribution of tissue can be seen at approximately 12:13. The remainder of the video show sutures being added to the anastomosis to address the bleeding complication. Conclusion: based on the observation, the complication experienced by the user while utilizing the pph03 instrument was an interaction of tissue not being evenly distributed and the recommended IFU steps promoting good hemostasis not being properly followed.

Event description:
It was reported that following an unknown procedure, six days post op, first surgery on (B)(6) 2012 patient needed hospitalization two operative re - explorations took place; additional antibiotic treatment was needed. Current patient outcome: persistent fistula. No device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Additional information received: the surgeon was asked whether or not he had encountered any difficulties during the first operation, his answer was no. Sales rep asked surgeon if he felt the firing of the device was heavier then he was normally used to, he suddenly remembered this was the case. He said he thought this was the case due to too much tissue in the device. He didn't say anything about any difficulties removing the device after firing. Sales rep asked the surgeon if he would be willing to send his video to ethicon endo-surgery. Of course, this also depends on the fact whether or not the patient is willing to give his permission for this. Did the patient went home between the fist surgery on (B)(6) and the required hospitalization (B)(6)? Yes. Please clarify what kind of procedure the first one was, and if any difficulties were noted with the pph03 during this procedure? Procedure for prolapse and hemorrhoids (pph) / no did the surgeon or anyone else correlate the post op complications to the first procedure especially to the usage of the pph03? No, surgeon had no idea what the cause could be (operation was recorded on video.) No relevant history/ pre-op diagnosis according to surgeon. What is the current status of the patient? At home but not able to work at the moment.